Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pipeline was not implanted at the intended location. It did not cover the neck if the aneurysm. The device jumped during deployment. The tip of the catheter was not moved during deployment. The cause of the migration was unknown. It was during the recapture.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline moved during deployment and the pushwire was damaged. Right femoral artery was punctured, introducer 088, navien 072 with phenom 27 and avigo microguide is advanced, aneurym is crossed and phenom 27 is positioned in the right middle cerebral artery, microguide wass removed, echelon microcatheter was raised to 45 and positioned in aneurysm, 4 coils were introduced, pipeline 450-25 was then raised to the middle cerebral artery, previously hydrated according to the recommendations, it was lowered en bloc with a microcatheter to the carotid bifurcation and the stent is deployed, when it is 50% freed. The diverter fell to the neck of the aneurysm and the doctor proceeded to resheath it. At that moment, it was evident that the stent guide is inserted by itself and the stent is still not inserted, losing its control over the pusher. He tried to perform the maneuver repeatedly without success, so he decided to finish releasing the stent since he has no control of the device to recapture it and later uploads another flow diverter and it was successfully implanted. The pushwire was rotated 3 times to deploy the pipeline. There was no friction or difficulty during deployment. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured saccualr aneurysm in the right posterior communication segment of the internal carotid artery. The max diameter was 25mm and the neck diameter was 19mm. The distal landing zone was 3mm and the proximal landing zone was 4.5mm v essel tortuoisty was moderate. Dual antiplatelet treatment was administered. Pru level was 10. No patient symptom or complications were reported.  Ancillary devices: phenom catheter fg15150-0615-1s lot 227259328.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield pushwire was returned for analysis within shipping box; and within a plastic bio-pouch. The pipeline flex sheild braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the customer¿s complaint could not be confirmed. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.